Event description:
A 2.5 mm diameter x 12 mm length endeavor spring rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an ostium of the proximal circumflex lesion. Lesion morphology was reported severely calcified with 70-90% stenosis. The lesion was pre-dilated. It was reported that the physician successfully placed a stent in the lad, followed by implanting a stent in the mid 1st marginal. The physician was attempting to reach the lesion when the stent dislodged. The location of the stent is unknown. The physician treated the lesion by successfully implanting a stent in the ostium of the proximal circumflex. The patient is reported to be fine.

Manufacturer narrative:
Evaluation results: unknown location of un-deployed stent. Stent dislodgement.